Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
Quadra assura crt-d quad rf hv: related manufacturer reference number: 2017865-2020-07561. Quartet: related manufacturer reference number: 2017865-2020-07565. Optisense lead: related manufacturer reference number: 2017865-2020-07568. It was reported that the patient presented to was admitted to the hospital complaining of progressive weakness. Transesophageal echocardiography (tee) was performed and vegetation was found on right ventricular lead. Since the patient had endocarditis, the entire implantable cardioverter defibrillator, right atrial, right and left ventricular leads were explanted. The patient was recovering in stable condition.

Event description:
Related manufacturer reference number: 2017865-2020-07561, related manufacturer related manufacturer reference number: 2017865-2020-07670, related manufacturer reference number: 2017865-2020-07674.

Manufacturer narrative:
Updated related manufacturer reference numbers for concomitant medical products. The reported event was patient infection. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a partial lead was returned in two pieces measuring 8.0 cm and 56.0 cm, respectively. An external insulation abrasion was found at 44.5 ¿ 45.0 cm from the distal tip breaching the optim sheath only. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.